Event description:
It was reported by service report that the hi/lo function at the head end was not working, the lift was stuck at a high position and it could not be electronically lowered to the lowest position. There was pt involvement; however, no adverse consequences were reported.